Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing, pacing inhibition without asystole, and pace impedance measurements high out of range, greater than 2,000 ohms. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was thoroughly analyzed. Visual inspection confirmed that the lead was returned in two segments severed from the terminal end. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 5.1 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of noisy signals, over-sensing, high pacing impedance, and brady pacing not delivered when required allegations were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead was explanted due to noise, oversensing, pacing inhibition without asystole, and pace impedance measurements high out of range, greater than 2,000 ohms. Subsequently, a new lead of a different model was successfully implanted. No additional adverse patient effects were reported. The lead has been returned and analysis is pending. This report will be updated with pertinent information upon completion of analysis.